Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The user interface (ui) assembly was returned to failure investigation (fi) for evaluation. No visual anomalies were noted. The user interface assembly will be installed in the fi test ventilator with a known good touchscreen in an attempt to duplicate the reported problem. Noted damage to the wiring input and surrounding casing of cold cathode fluorescent lamp (ccfl). The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Failure (burn out) of ccfl resulted in dim screen/unresponsive brightness control. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/11/2019.

Event description:
The customer reported horizontal lines on the center of the (liquid crystal display) lcd screen and oxygen density out of the acceptable range. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective user interface and flow sensor to address the reported problem. The unit successfully passed the required performance verification test.